Event description:
It was reported that the customer had issues with the sensors. His insulin pump alarmed him of a low blood glucose level of 65 mg/dl, when his blood glucose level was 124 mg/dl. The insulin pump also alerted him of a high blood glucose level of 270 mg/dl, but his blood glucose level was 200 mg/dl. The customer's most recent blood glucose level was 97 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.